Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) after a diagnostic procedure. The arterial access site was confirmed in the common femoral artery, which was 8 mm in size, and there was no evidence of stenosis, tortuosity or peripheral vascular disease. There was no report of any resistance encountered during the insertion of the procedural sheath. During the insertion of the perclose device, resistance was encountered and the physician reportedly "twisted" the device back and forth in the attempt to advance it. It was reported that the physician checked the access site under fluoroscopy to determine the cause of the resistance. Since the cause of the resistance was not evident, the physician decided to remove the device. The device was reported to break in two pieces. The patient was then taken to surgery for removal of the device and repair of the femoral artery with a patch. It was reported that the patient developed a "large" hematoma post surgical procedure. As of 7 days later, the patient remained hospitalized. It is unknown if the patient has been discharged. There are no reports of any further adverse patient sequelae.